Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: surgeon performed a leak test successfully.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on final firing to create the pouch using a blue reload, the surgeon fired the stapler and noted many staples were not fully formed. Some were in the shape of an s. Some were not formed at all. Surgeon stated there were some malformed staples across each staple row. Surgeon over sewed the stapler line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5763d. The analysis found that one plee60a device was returned with no apparent damage and with one ecr60b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.